Manufacturer narrative:
Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set was leaking near the access site immediately when fluids were pushed through due to the tubing separating. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and underwater clear passage testing were performed, and revealed a leak from the second injection site. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.